Event description:
The olympus representative reported the bending section cover on the endoeye flex deflectable videoscope had a pinhole (leakage). No patient injury reported. During the evaluation of the device, it was noted the image had noise and loss due to a defective circuit or shielding. This report is to capture the reportable malfunction of the temporary image loss due to a defective circuit or shielding noted at estimation.

Manufacturer narrative:
Additional information was requested from the reporter. No additional information was provided. The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. Water tightness was not maintained due to holes in the bending section cover due to external factors. The bending section was deformed due to external factors. The bending section cover adhesive was missing. The video connector case was cracked due to external factors. The production label and video connector label were peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a defect of the image sensor unit, or failure of the inner board of the video connector. Olympus will continue to monitor field performance for this device.